Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the ground resistance test, measuring 242 ohms, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed however, the probable cause could not be determined. No patient or user harm was reported. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the ground resistance test, measuring 242 ohms, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed however, the probable cause could not be determined. No patient or user harm was reported.